Event description:
The customer reported that following an ablation procedure when the grounding pad was removed from the patient, a blister was noted at the pad site. The pad had been replaced on the back side of the patient's right thigh. The burn was described as 2cm x 2cm, 1st degree. No information was provided regarding treatment.

Manufacturer narrative:
(B)(4). Date of initial report: 10/01/2013. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.